Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, an rrt flag appeared on screen. Initial measured data was 2.29v, 339ua, <1 kohms with a measured rate of 72.5 ppm. A software download did not correct the data. A subsequent follow-up revealed the same anomaly. Measured battery data was 2.09v, with lead impedances >2500 ohms. The device was therefore replaced.